Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08412. It was reported the patient suffered a previous fall. Subsequently, stimulation became ineffective due to lead migration. Surgical intervention was undertaken on (B)(6) 2015 during which time it was discovered both leads were kinked near the anchor. Reportedly, the physician replaced one of the two leads and the second lead was placed back into its original position. The ipg was electively replaced with a different model due to the patient needs an MRI. Effective stimulation was restored postoperatively. The issue is resolved. Note: it is unknown which lead of the two leads was replaced, therefore both leads are reported as explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).